Event description:
The hospital in (B)(6) reported via a distributor that the warmer head on an iw934 cosycot infant warmer was "not working". No pt consequence was reported.

Manufacturer narrative:
(B)(4). The head warmer assembly was returned to fisher & paykel healthcare, inc. In (B)(4) for eval. Method: the returned head warmer assembly was visually inspected for damage and tested. Results: there was no visible damge to the exterior or interior of the returned warmer assembly. When the unit was being tested, it immediately displayed an error code which was isolated to the heater element. A lot check revealed no other complaints of this nature for lot number 070301. Conclusion: it was reported that the heater head was "not working". When the head was tested, the unit displayed an error code to alert the user. The root cause of the faulty heater head was isolated to the heater element, which was found to be open circuit. A search of our database revealed a total of 12 complaints of open circuits in heater heads in the past year to the end of (B)(6) 2009.